Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 275cc, catalog number 3501640, serial number (B)(4), lot 263344. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old asian female patient underwent a primary breast augmentation with saline mentor smooth round moderate profile 275cc breast implants and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement on (B)(6) 2018.

Manufacturer narrative:
On 05/10/18, it was reported to mentor that the correct information is the following: manufacturing date is 06/01/2003 and the expiration date is 06/30/2007. The device history record ( DHR) of lot number 263344 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/28/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White and yellow material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately < 0.1 cm within a crease and an area of shell abrasion on the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
On 04/10/2018, it was reported that the device history record ( DHR) of lot number 263344 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).